Event description:
It was reported via a voluntary medwatch that the pt had an angiography procedure and an ango-seal was selected for closure. Post-procedure, a hematoma had developed and duskiness of the foot was observed as the pt was leaving the hospital for home. The pt was re-admitted for observation. Days later, the pt went onto have a fasciotomy procedure (date unk) for compartment syndrome. The deployer of the angio-seal and the details of this case are unk. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.